Event description:
It was reported that the lead integrity alert triggered due to oversensing and high right ventricular lead impedance of greater than 3000 ohms. It was also noted there may be a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: d224trk bi-ventricular (bi-v) defibrillator (B)(6) 2010; 5076-52 implantable pacing lead (B)(6) 2010; 1156t implantable pacing lead competitor (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.